Manufacturer narrative:
(B)(4). Medical product: unknown tibial nail catalog#: ni lot#: ni, unknown cortical screws catalog#: ni, lot#: ni. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a tibial nail trauma procedure. Subsequently, the patient underwent a screw removal due to fracture of a screw. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The fractured screw was on of the following part/lot combinations. It is uncertain at this time which was the fractured screw: pn 14-405036 ln 468230: manufacture date: 12/17/2016, expiration date: 12/17/2026, k063570, hsb, pn 14-405034 ln 671520: manufacture date: 4/8/2016, expiration date: 4/8/2026, k063570, hsb, pn 14-405042 ln 325250: manufacture date: 3/15/2016, expiration date: 3/15/2026, k063570, hsb, pn 14-405038 ln 393060: manufacture date: 3/17/2016, expiration date: 3/17/2026, k063570, hsb. Other associated products: tibial nail 7.5mm x 360mm catalog#: 40036 lot#: 706290, tibial nail 9.0mm x 360mm catalog#: 40336 lot#: 312370.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI #'s for possible devices - (B)(4). Reported event was unable to be confirmed due to limited information received. Device history records for all possible screws were reviewed and no discrepancies relevant to the reported event were found. Root cause is related to patient trauma. Patient dropped a heavy item on their foot, fracturing one of the screws. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.